Event description:
It was reported that an asymptomatic patient presented into the operating room for a device change out due to normal eri. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. During laser lead extraction, the patient started to decompensate, blood pressure lowered. A cardiac sonograph of the heart was performed, and a small cardiac effusion was observed. The lead was later successfully extracted and replaced. The patient recovered well after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 11.9-16.2cm from the tip electrode. Internal insulation abrasions were noted at 7.3-7.6cm and 12.3-13.0cm from the tip electrode. The etfe coating was intact at these locations.